Event description:
It was reported by the patient that they experienced blockage notifications there was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting assistance, and no additional actions or outcomes were detailed regarding the event.